Manufacturer narrative:
No product is expected to be returned. Date of event: 3 weeks ago.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because up arrow button was not resolved with troubleshooting.